Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition with no visible contamination. A review of the event history log identified battery not working and battery communication timeout error in history. During functional testing using the power up process and battery diagnostic was unable to duplicate the reported issue, there was no problem found. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board and battery as preventive measure. Performed power up process and the device passed all the functional tests.

Event description:
It was reported that the pump exhibited a system advisory battery not working. No patient injury was reported.